Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one week post implant the patient experienced syncope. The right ventricular (rv) left bundle branch lead became dislodged. The rv lead was revised and remains in use. No further patient complications have been reported as a result of this event.